Manufacturer narrative:
(B)(4). Occupation is unknown. PMA/510(k) k171712. Investigation is still in progress.

Event description:
As reported to customer relations: "maldeployment. The filter ended up sideways. Customer described filter as not completely opening up when it deployed. Customer had to get secondary access (jugular) and proceeded with retrieval. Complaint filter ended up upside down during retrieval. Filter had to be retrieved from the groin (tertiary access). Customer placed another filter of the same gpn to complete procedure without incident." The complainant did not report any adverse effects to the patient due to this occurrence.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the indication for ivc filter placement was not clearly discussed in the complaint report. Multiple venographic images from time of ivc filter placement were submitted for review. Initial venogram demonstrates normal ivc anatomy with the inflow from the renal veins clearly appreciated and ivc diameter measuring 23 mm. Per the complaint report, the filter did not open completely and the "filter ended up sideways". A secondary access via the jugular vein was obtained to attempt to retrieve the ivc filter which was unsuccessful from a jugular approach. As to the retrieval device no information could be obtained. A third access via the left common femoral vein was gained and the filter was retrieved via the groin access and another filter of same type was placed. Unfortunately, there are no images of the reported mal-deployment of the ivc filter, nor the configuration of the ivc filter such that retrieval via a femoral access was necessary. On the latter images, the captured ivc filter is seen in the left femoral sheath, but the steps leading up to this captured filter were not included for review, so it is only speculation as to what events transpired to result in such a complicated filter placement and retrieval. Given the diameter of the ivc is less than that of the length of the ivc filter, to position the ivc filter ¿sideways¿ in the ivc would require the ivc filter to be pushed into this configuration. Given the angle of the deployment sheath, potentially while the ivc filter was deployed, the hook of the ivc filter engaged with the wall of the ivc or a lumbar vein. Instead of retracting the deployment sheath, the deploying physician pushed the filter out of the sheath, with the hook engaged with the ivc wall, this acted as pivot point, allowing the filter to rotate into a ¿sideways¿ configuration. If this is what indeed did occur, it could have been avoided by not advancing the filter out of the sheath, but rather retracting the sheath from over the ivc filter. At the conclusion of the procedure a new celect platinum ivc filter was deployed via the right common femoral venous approach uneventfully. No evidence to suggest product was not manufactured to specifications. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.